Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the hyperglide occlusion balloon catheter and the x-pedion 10 guidewire were returned for analysis within the inner pouch; inside the biohazard bag and a shipping box. Visual inspection/damage location details: the proximal end of the guidewire was found stuck inside the distal segment of the balloon catheter and it could not be pushed forward or removed. Approximately 39.5cm of the distal segment of the guidewire was found extending out from the balloon hub. In addition, the balloon catheter body was found to be punctured by the proximal end of the guidewire at 5.5cm from the distal tip. The guidewire appeared to be wavy. No other anomalies were observed. Testing/analysis: the x-pedion guidewire has distal outer diameter (od) of 0.010" and proximal od of 0.012". The returned balloon catheter and guidewire could not be used for testing due to the damaged conditions. Conclusion: based on the device analysis and reported information, the customer¿s complaint was confirmed as returned balloon catheter was found stuck and punctured by the proximal end of the guidewire. The root cause have been determined that the wrong end of the guidewire was inserted inside the balloon; causing resistance and punctured the balloon body. In the event, the user error may have contributed to the reported issues. Per the IFU: "the occlusion balloon system is a single lumen balloon catheter that requires the insertion of the 0.010" guidewire to occlude the central lumen to allow inflation of the balloon. When the distal 10 cm platinum coil tip of the guidewire is advanced to or past the catheter tip, it occludes the inflation holes allowing the balloon to inflate through catheter side holes." H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the balloon was washed as indicated in the instructions for use. The guidewire had been hydrated as indicated in the instructions for use. It was indicated that the guidewire did not leave at the tip of the balloon. The doctor did not model the end of the guidewire. Both the guidewire and catheter were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when preparing the balloon, the guidewire (x-pedio 10), got stuck inside the balloon and when the doctor tried to remove it, it damaged the guidewire and the balloon.